Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Other relevant device(s) are: product ID: 9733320, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that anomaly of instrument port 1 was confirmed, but other ports were still functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument tracker had a recognition failure and navigation could not be used. There was a delay in surgical procedure of less than 1 hour and no impact on patient outcome.